Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was found to be dislodged after an initial implant. The lead was explanted and replaced. The patient was stable.